Event description:
On (B)(6) 2013, it was reported that the keypad buttons were unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2013 with the following findings: there was no visible damage to the keypad. The contrast, up arrow, and ok buttons had an intermittent response. The down arrow button responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim and discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.